Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited light guide rod lens has foreign material. There was no patient involvement.